Manufacturer narrative:
D2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle safety system is not retracting and there is poor sleeve function of five devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle safety system is not retracting and there is poor sleeve function of five devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 17-jul-2025. Investigation summary: bd received three samples for investigation. The returned samples were functionally tested, and all retracted as expected and no sleeve side piercing or leakage observed. Additionally, a total of 10 retained samples were function tested, and the reported defects were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: does not retract and sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.